Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the device did not just not change into the laying down position when the patient would lie down but it happened in all positions. The device also changed the stimulation to become the same in all positions. All positions would read and stimulate according to one setting. When the patient first turned on the battery in the morning, it did not always show the right position. For example, if she was standing it might not say upright, and it would turn on saying it was another position. The patient had to keep turning it off and back on with her changing positions trying to get it to recognize the right position. There were also times that instead of showing a position it showed the letter a. They had reported these changes to her manufacturing representative (rep) and the rep's response was always, "it can't do that." The patient had the neurostimulator since 2012 and she certainly knew how to operate it. The patient did not get good coverage when a different rep would program her implantable neurostimulator (ins). The patient had an initial appointment with another doctor on (B)(6) 2015 and a CT scan had been ordered. A different rep was going to run an evaluation on the battery. The patient was disappointed with the failed operation of the ins. She was having a tremendous amount of back, buttocks, and leg pain due to the instability of the device. For example, she could not turn the stimulator up to an effective level because of her fear that it would turn itself up. Since the stimulation went down her leg, if it turned itself up, it could cause excessive stimulation which in turn made it very difficult and unsafe to walk. Her quality of life was being affected because this device was not working correctly. She unfortunately had to take pain medication at a level that she took before she ever had the ins implanted. A rep later reported that they interrogated the patient's implant with the patient programmer (pp) and the patient was in group d but adaptive stim (as) was off. They turned as on again for the patient and they tested each position and as appeared to be working as intended. But then the as was not working. The rep had the patient change position after adjust stimulation but the stimulation would not change. After further troubleshooting, it was determined that the rep was adjusting stimulation for the patient and having her move around prior to the ins learning the new stimulation level, thus the reason for the patient not seeing the stimulation change. The rep was finally able to help the patient adjust to new stimulation level in the lying and upright position after they waited the 3 minutes it took for the ins to learn the new stimulation level. The issue was resolved.

Manufacturer narrative:
The ins was returned and analysis found no significant anomalies with the device and it was functionally okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) reported that the battery was explanted/replaced due to a fall a year ago. The sensor was not sensing the patient's position. A year ago, the patient had fallen on the battery and the battery had never been replaced. After the fall, it was discovered that the adaptive stimulation was not sensing positional changes. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported having problems with the implant turning up by itself and does not go into the lay down position. The patient thinks the problem started after she got new wires put in. The patient met with the manufacturer representative, who implied it was user error and the patient needed to sit in one place for three (3) minutes. The patient indicated she has had the implant for three (3) years and knows how to use it and knows that the implant is turning itself up. When the patient was driving, the implant "ramp itself up" increasing the stimulation. The patient indicated stimulation always went up by one. Follow-up was being conducted to determine what steps were taken to resolve the adaptive stimulation issue. Indication for use included spinal pain and radicular pain syndrome (radiculopathies). See manufacture report no. 3004209178-2015-21602 with respect to the patient's lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.